Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the keypad was unresponsive. The customer's blood glucose level was unknown. Customer states that the button was stuck during programming of insulin pump. The device will not returned for analysis.

Manufacturer narrative:
The customer's weight information with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
The customer's weight information has been changed to (B)(6).